Event description:
Burn injury to left forearm to left 5th digit noted after completion of MRI of brain and lumbar spine; suspect pulse ox cable positioned next to patient's left arm and hand which caused injury; patient placed feet first into MRI as patient required anesthesia for these procedures which lasted approx 1 degree burn to left 5th digit: full thickness burn, for 1 and d, 10 antibiotics to treat cellulitis, may require amputation of digit burn to left forearm: epidermal thickness only.